Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed that electronic gas delivery module would not calibrate. Manual control of the gas delivery remained available. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.